Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. The device does not have visual defects. The guidewire had the distal tip bent with a small piece of the polymer jacket detached and not returned. The outer dimension of the distal, medium and proximal section were within specification. The overall length did not pass specification.

Event description:
It was reported that guidewire fracture occurred. The chronic totally occluded target lesion was located in the anterior tibial artery. A 300cm, 8cm poly tip v-18 control wire guidewire was selected for use; however, the wire snapped off upon crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient was stable. It was further reported that the detached part was not retrieved and remained inside the patients body.

Event description:
It was reported that guidewire fracture occurred. The chronic totally occluded target lesion was located in the anterior tibial artery. A 300cm, 8cm poly tip v-18 control wire guidewire was selected for use; however, the wire snapped off upon crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient was stable. It was further reported that the detached part was not retreived and remained inside the patients body.

Event description:
It was reported that guidewire fracture occurred. The chronic totally occluded target lesion was located in the anterior tibial artery. A 300cm, 8cm poly tip v-18 control wire guidewire was selected for use; however, the wire snapped off upon crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient was stable.